Event description:
A colonic ftrd set (cftrd), manufacturer ovesco endoscopy (B)(4), was used for an endoscopic full thickness resection of a 1.5 cm size lesion in the colon. The endoscopic interventionist assumed that the clip of the colonic ftrd set in question had been successfully applied and, hence, proceeded to perform the full thickness resection. However, clip application was visually not verified beforehand. After resection of the lesion, the perforation was recognized. Therefore colonic surgery became necessary. The patient recovered uneventfully.

Manufacturer narrative:
None of the dmrs showed any deviation. In summary, there is no indication of technical failure of the device. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings we perform. It is recommended to verify successful clip application before resection the target tissue. In conclusion, the determined root cause is a procedural complication, not a technical failure.